Event description:
It was reported that t:slim x2 pump battery did not charge properly and charging connection was unstable unless caller held cable in place or positioned pump carefully. There was no reported impact to the customer¿s blood glucose level. Customer confirmed pump history did not show power source alerts, confirmed use of tandem charging equipment, tried charging with wall adapter for extended time, and then successfully resolved issue by using different charging cable, after which pump charged normally and no further assistance was required.